Manufacturer narrative:
The tech found the caster supports; brake steer pedal and brake on switch were broken. The tech replaced the parts to repair the bed. The tech indicated that it looks as though the brake pedal was pushed too hard which caused the damage.

Event description:
Info received indicates, the brake and steer casters are not holding on the foot end of the bed.